Event description:
It was reported, while in the ICU, the md inserted the iab without a sheath. After insertion, length of time was not specified, the pump alarmed "helium leak" and blood was noticed in the condensation bottle. The iab was removed without difficulties and another iab was not needed. There were no reported patient complications.

Manufacturer narrative:
The sample was not returned. A DHR re-review was performed without findings. A follow-up report will be filed if more information becomes available.